Event description:
Trying to put on contact, and it felt very strange and I couldn't see well. It took it out and observed a concentric hole in the middle of the contact. Had others look at my eye to be sure that there wasn't anything on it and there wasn't. I have a picture it you need it. Acuvue daily moist disposable contact lens. Started using this daily wear about a week ago -new box-. I use for one day and dispose and then start with another next day. I had this problem when opening a new one today. Reason for use: near sighted.